Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: based on the information provided, the reported paravalvular leak (pvl) that required reintervention was likely related to valve positioning. No allegations were made against the device, and there was no indication that a malfunction or misuse contributed to the reported event. The procedure was successfully completed with no adverse patient effects reported. The root cause for this report could not be established from the information available. (B)(4).

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions, and a conclusive cause could not be determined from the information available. Potential factors that can impact device dislodgement/migration include inadequate deployment due to improper sizing between valve and annulus, irregular patient anatomy, or incomplete frame expansion. However, a conclusive root cause of the dislodgement could not be determined from the information available. A second valve was implanted, which reduced the pvl to mild. A conclusive cause for the mild pvl could not be determined from the information available. A mild pvl has minimal impact on the patient and is generally deemed an acceptable residual condition.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed at 0mm depth at the non-coronary cusp (ncc) and 2-3mm at left coronary cusp (lcc). Moderate paravalvular leak (pvl) was noted on the lcc side. While prepping for post balloon aortic valvuloplasty (bav), the valve migrated out on the ncc. The valve was snared and moved to above the sino-tubular junction. A second valve was implanted which reduced the pvl to mild. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.